Event description:
It was reported that a magic 3 go male intermittent catheter with a burst packet was sent to the patient and they stated that those did not work well. Per customer via phone on (B)(6) 2022, the catheters worked fine but the customer preferred the normal brand of catheter which was on backorder.

Manufacturer narrative:
Per investigator evaluation, it has been determined that this event is not reportable. Section a through f - the information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. The device was not returned.

Event description:
It was reported that a magic 3 go male intermittent catheter with a burst packet was sent to the patient, and they stated that those did not work well.